Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 151 mg/dl. The customer stated that she was able to rewind and prime the insulin pump just before it alarmed no delivery. She also reported that she changed the battery twice, and the insulin pump almost completed priming before alarming no delivery again. She stated that she still received the alarm after changing out the reservoir and infusion set more than thrice. Upon troubleshooting, insulin did not exit the tubing during a plunger push. She did not have another infusion set for testing, and she was advised to change the infusion set as soon as possible. She received another no delivery alarm during priming at 2.3 units. She was advised that the reservoir would be replaced. Advised return of the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.